Event description:
Stem breakage. Doi unknown. Dor (B)(6) 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the stem by the depuy warsaw metallurgy department confirmed the stem breakage. The stem component fractured due to low stress, high cycle fatigue. No material defects or inclusions were noticed that would have contributed to the crack initiation or propagation. Review of the provided medical records and x-rays could not identify any product contribution to the reported event. Review of the device history records found no deviations or non-conformances. A complaint database search finds no additional reports against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.